Event description:
It was reported that the patient was found unresponsive and presented to the emergency department. The modular cable was disconnected when the patient was found under a bridge by emergency medical services (ems), and it was reconnected. The patient had a driveline power fault alarm. The modular cable was not in pristine condition but had no exposed wires. The event log files showed that the driveline was repeatedly disconnected and reconnected on 11jun2024 between 6:39 pm and 8:50 pm which caused several associated alarms. The pump operated at the set speed of 5200 rotations per minute (rpm) when the driveline was connected. The event log files captured driveline power faults and an open system controller b line fuse. A system controller and modular cable exchange were planned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: although a specific cause for these events could not be conclusively determined through this evaluation, they appeared to be consistent with the report of an incomplete driveline connection. The submitted lvad log files captured several software resets, consistent with driveline disconnects and reconnects due to an incomplete connection. Additionally, faults consistent with a loss of lvad communication were intermittently active. The pump appeared to operate as intended at the fixed speed when the driveline was reconnected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of the heartmate 3 lvas. Section 2, "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines system controller alarms, including driveline disconnected, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. D, is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines system controller alarms, including the driveline power fault alarm, and driveline disconnected alarm, as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.